Event description:
It was reported that the pt is no longer able to hear with his device. Testing shows 9 electrodes in status hi. The pt has psychiatric problems and violence crisis. An accident was not reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.